Manufacturer narrative:
No electrode lot numbers with expiration dates were provided. On 08-jul-2025, the field service engineer (fse) replaced the sample probe and gear pump head. Ise and precision checks were acceptable. The issue was not resolved. On 10-jul-2025, the fse performed a bottom-side wash. The customer has had no further issues. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium (na), potassium (k), and chloride (cl) on a cobas 8000 ise 1800 module. The initial na result was 143 mmol/l. The sample was repeated 3 times with na results of 117 mmol/l, 142 mmol/l, and 140 mmol/l. The initial k result was 4.3 mmol/l. The sample was repeated 3 times with k results of 3.3 mmol/l, 3.9 mmol/l, and 3.8 mmol/l. The initial cl result was 106 mmol/l. The sample was repeated 3 times with cl results of 88 mmol/l, 106 mmol/l, and 104 mmol/l. For each test, the first repeat result is in question.

Manufacturer narrative:
The investigation determined the event was due to pre-analytical handling issues at the customer site. The investigation did not identify a product problem.